Event description:
It was reported that the asymptomatic patient received inappropriate therapy due to oversensed noise on the lead. The lead showed low impedance measurements and sensing abnormalities. It is suspected that the lead was damaged at implant. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis identified a fracture of the joint weld of the inner coil and helix shaft. The header coupling was found to be bent adjacent to the ring electrode. The bending movement of the lead in the field could cause contact between the inner coil and inner insulation. This caused bending stress to the inner coil and helix shaft which caused a fracture of the joint weld.